Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient has been traveling for a few days and they got here friday night and they started to have return of symptoms before they left on their trip. Their symptoms started probably a week prior to them going out of town. They were getting up more during the night and their frequency was increasing. Some days they were going a lot and then the next day it was moderate. If they have urgency to go and if they were not right at a location to go, they will have some leakage. Patient has seen the surgeon and they said everything was going well. The patient had some advice from patient advisor that works with the doctors at the hospital. They adjusted the stimulation a couple times since the procedure. It doesn't seem like the therapy was effectively working. The patient followed up briefly with a physician's assistant (pa) and they deal with the adjustment of the device. They had a manufacturing representative talk to them a week prior from leaving which was 11 days ago, and they talked on the phone and adjusted the stimulation one time. The therapy has been adjusted twice. When it was adjusted higher it felt almost like a pinching sensation. It would happen when they sat down. It felt like pressure on the incision site. They adjusted it down and they were currently at that setting. Occasionally they get a sensation and then it dissipates. Patient said they noticed their frequency has increased a lot because when they were driving, they had to stop more than they should have to, and then other times they didn't have to go as much. Patient feels they have more control when they were sitting. Sometimes when they have to urinate, they have a bowel movement with it. Urination didn't use to be associated with a bowel movement. If patient presses on the stimulator they feel like a little sensation. Patient said when the stimulation was higher, they have a pinching sensation and their symptoms were better, but if they lower the stimulation to eliminate the pinching sensation then they have return of frequency. Redirected to follow up with healthcare provider (hcp) when patient gets back in town.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.